Event description:
It was reported that during a ptca/stent procedure, the guiding catheter advanced deep into the artery and caused a dissection, resulting in the artery occluding retrograde to the ostium. An attempt at reseating the guiding catheter was not successful. The patient was taken to the operating room for emergency CABG. The surgery was successful. No other information was provided.